Event description:
The patient presented with a single unruptured recanalized anterior cerebral artery aneurysm. This was successfully treated using stent assisted embolization with no reported clinical complication during or after the procedure. The patient was discharged home and subsequently suffered a partial occlusion of the stent due to thrombosis. No action was reported to be taken to treat the thrombosis and no other information was provided.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.